Event description:
Short leg walker is reported to have failed causing injury to the pt. No other details have been provided.

Manufacturer narrative:
Device still has not been made available to jjpi for eval. Additionally, positive product code and lot code ids have not been provided by rptr. Complaint is considered closed at this time.